Manufacturer narrative:
D11 - the maryland bipolar forceps instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations confirmed the customer reported complaint and found the primary failure to be related to the customer reported complaint. For clarification, the instrument was found to have thermal damage on the bipolar yaw pulley and showed signs of charring and localized melting at the base and on the exterior of the grips. The thermal damage on the yaw pulley is unrelated to the conductor wires on the bipolar instrument. No insulation damage was observed and the conductor wires are not damaged or broken. An electrical continuity test was performed and passed. An energy delivery test was performed while the instrument was installed on a test system and passed. The root cause for this failure is attributed to mishandling / misuse, commonly caused by collision with another energized instrument. A review of the instrument log for the maryland bipolar forceps instrument (pn# 471172-16 / lot# n10210412-0051) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system (B)(6) for approximately 1 hour and 50 minutes. The alleged event occurred on the 7th use of the instrument.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The maryland bipolar forceps instrument was requested to be returned, but it has not yet been received by isi for evaluation. Therefore the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. A system log review was not performed since there is insufficient or unconfirmed product/event information. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. This complaint is being reported due to the following conclusion: it was alleged that the instrument exhibited signs indicative of thermal damage with no evidence or claim of user mishandling or misuse. At this time, it is unknown what caused the thermal damage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but part of the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is not applicable because the product is not implantable. Information for the blank fields in name and address is not available. PMA/510(k) number and adverse event are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the plastic part at the maryland bipolar forceps instrument tip was burnt. A backup instrument of the same type was used and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information on 04-nov-2021. The customer reported the instrument and cannula were inspected prior to use with no issues identified; however, a gauge pin was not used with the cannula. No arcing was observed. The thermal damage was identified during visual inspection after the procedure. The customer stated there was no patient injury. The instrument is available for evaluation; however, no photographic images of the device or video recording of the procedure are available for isi review.